Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic partial lung resection, with the second reload. Firing was not formed on both sides of the staple and bleeding occurred. There also was incomplete staple line on the center part. The event resulted to tissue damage, which was resolved by additional resection and re-firing using another reload and the same handle. Medtronic's initial evaluation of the incident device found two staples found in the distal end of the knife channel at the anvil side were twisted staples with tissue. Damage to the cutting edge of the knife blade was observed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device had damage to the cutting edge of the knife blade. Visual inspection found the reload was fully fired and engaged in interlock. The jaw of the reload was open. Two staples found in the distal end of the knife channel. Functional testing noted that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic partial lung resection, with the second reload, firing was not formed on both sides of the staple and bleeding occurred. There also was incomplete staple line on the center part. The event resulted to tissue damage, which was resolved by additional resection and re-firing using another reload and the same handle. Medtronic's initial evaluation of the incident device found two staples found in the distal end of the knife channel at the anvil side were twisted staples with tissue. Damage to the cutting edge of the knife blade was observed.